Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. It was reported that the treatment was interrupted approximately 41 minutes into the case. The water pump stopped, which caused the pressure to rise, which triggered the automatic shutoff feature of the console. The system was restarted, the rf energy reinitiated, and then the water level became too low. The level sensor was disabled. The rf treatment again resumed and treatment was successfully completed. The patient experienced complete urinary retention and was sent home with a foley catheter and post-procedure. This resolved on the same day, with no further treatment required. The event, as reported thus far, did not reflect an MDR-reportable scenario. However, additional information received revealed an MDR-reportable serious injury of "meatal stricture". The MDR is based upon the following event. It was reported that on two months later, the patient had discomfort in his glans penis, urinary frequency, and urinary urgency. The patient underwent cystoscopy and was found to have an "obvious meatal stricture". The stricture was dilated and resolved the same day. The event was noted to be moderate in intensity. The reporting physician believes that the cause of this event could possibly be from the catheter used during the prolieve treatment. The patient is continuing in the study.